Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the helix of the atrial lead failed to extend. The physician elected to not use the atrial lead, and a new lead was implanted. The patient had no consequences.

Event description:
New information received that the helix of the atrial lead failed to extend after insertion into patient's body.